Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported effective therapy was not established following a penta lead implant on (B)(6) 2016. Lead diagnostics showed low impedances on the 4 edge contacts. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. Reprogramming was attempted again on (B)(6) 2017, without success. Lead diagnostics still showed low impedances on the same 4 edge contacts. The physician suspects the lead paddle has lifted up on the edges. The patient is working with his physician to determine the next course of action.